Manufacturer narrative:
Exact date unknown, event occurred over the last year. Additional suspect medical device components involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: unknown. Batch: unknown.

Event description:
It was reported the patient experienced inadequate stimulation and a worsening of their condition over the last year, with the most significant decline in the last month. Additionally, the patient has been wheelchair bound due to difficulty walking; however, it is unknown if the gait disturbances are related to the device. The physician assessed the presence of high impedance readings on the non-boston scientific leads. Attempts to reprogram the device, and increase stimulation were unsuccessful. The patient was admitted to the hospital for x-ray imaging and further examination. X-ray images revealed no anomalies.

Event description:
It was reported the patient experienced inadequate stimulation and a worsening of their condition over the last year, with the most significant decline in the last month. Additionally, the patient has been wheelchair bound due to difficulty walking; however, it is unknown if the gait disturbances are related to the device. The physician assessed the presence of high impedance readings on the non-boston scientific leads. Attempts to reprogram the device, and increase stimulation were unsuccessful. The patient was admitted to the hospital for x-ray imaging and further examination. X-ray images revealed no anomalies. Additional information received that the patient underwent a revision procedure where the adapter was replaced. During the procedure the physician tested each device to determine the source of the high impedance readings. The adaptor and non-boston scientific lead were attached to an external stimulator, and the impedances persisted. The physician then replaced the adaptor, and the impedances remained the same. Therefore, the physician assessed there were no issues with the adaptor or the ipg, and the issue was with the non-boston scientific leads. Device analysis could not be completed, as the adaptor was discarded by the facility as no malfunction was suspected and the ipg remains in service.

Event description:
It was reported the patient experienced inadequate stimulation and a worsening of their condition over the last year, with the most significant decline in the last month. Additionally, the patient has been wheelchair bound due to difficulty walking; however, it is unknown if the gait disturbances are related to the device. The physician assessed the presence of high impedance readings on the non-boston scientific leads. Attempts to reprogram the device, and increase stimulation were unsuccessful. The patient was admitted to the hospital for x-ray imaging and further examination. X-ray images revealed no anomalies. Additional information received that the patient underwent a revision procedure where the adapter was replaced. During the procedure the physician tested each device to determine the source of the high impedances. The adaptor and non-boston scientific lead were attached to an external stimulator, and the impedances persisted. The physician then replaced the adaptor to eliminate it as a cause of the impedances, and the impedances remained the same. Therefore, the physician assessed there were no issues with the adaptor or the ipg, and the high impedance readings were from the non-boston scientific leads. Device analysis could not be completed, as the ipg remains implanted in the patient and the adaptor was discarded by the facility as no malfunction was suspected.

Manufacturer narrative:
Correction to the follow-up 3 MDR in block h10. Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: unknown, batch: unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: (B)(6). Analysis of the returned adapter db-9218, serial number (B)(6) revealed the device was cleanly cut in two pieces. Electrical tests could not be performed as a result of the cut, and the adapter connector was not returned. No other anomalies were identified with the retuned pieces of the adaptor, and the clean-cut damage is the result of a typical explant procedure and is not considered a failure. A product labeling review revealed loss of adequate stimulation, motor problems such paresis, weakness, incoordination, restlessness, muscle spasms, postural and gait disorders, tremor, dystonia, or dyskinesias, and falls or injuries resulting from these problems, and failure or malfunction of any device components including lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches are known risks with the use of deep brain stimulation.

Event description:
It was reported the patient experienced inadequate stimulation and a worsening of their condition over the last year, with the most significant decline in the last month. Additionally, the patient has been wheelchair bound due to difficulty walking; however, it is unknown if the gait disturbances are related to the device. The physician assessed the presence of high impedance readings on the non-boston scientific leads. Attempts to reprogram the device, and increase stimulation were unsuccessful. The patient was admitted to the hospital for x-ray imaging and further examination. X-ray images revealed no anomalies. Additional information received that the patient underwent a revision procedure where the adapter was replaced. During the procedure the physician tested each device to determine the source of the high impedance readings. The adaptor and non-boston scientific lead were attached to an external stimulator, and the impedances persisted. The physician then replaced the adaptor, and the impedances remained the same. Therefore, the physician assessed there were no issues with the adaptor or the ipg, and the issue was with the non-boston scientific leads. Device analysis could not be completed, as the adaptor was discarded by the facility as no malfunction was suspected and the ipg remains in service.

Event description:
It was reported the patient experienced inadequate stimulation and a worsening of their condition over the last year, with the most significant decline in the last month. Additionally, the patient has been wheelchair bound due to difficulty walking; however, it is unknown if the gait disturbances are related to the device. The physician assessed the presence of high impedance readings on the non-boston scientific leads. Attempts to reprogram the device, and increase stimulation were unsuccessful. The patient was admitted to the hospital for x-ray imaging and further examination. X-ray images revealed no anomalies. Additional information received that the patient underwent a revision procedure where the adapter was replaced. During the procedure the physician tested each device to determine the source of the high impedance readings. The adaptor and non-boston scientific lead were attached to an external stimulator, and the impedances persisted. The physician then replaced the adaptor, and the impedances remained the same. Therefore, the physician assessed there were no issues with the adaptor or the ipg, and the issue was with the non-boston scientific leads. Device analysis could not be completed, as the adaptor was discarded by the facility as no malfunction was suspected and the ipg remains in service.